Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not fully connected into the interface board. Unable to verify battery out limit or low battery alarms due to blank display. The insulin pump has cracked case at display window corners, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report 2032227-2014-43641.

Event description:
It was reported that the customer's insulin pump kept shutting off, despite being sent a replacement battery cap. The customer stated his insulin pump was blank for the 24 hours leading up to this report. The customer turned the insulin pump on before beginning troubleshooting and the insulin pump alarmed low battery and battery out limit and turned off. The customer stated he kept putting in new batteries and the issue would still recur. The customer's blood glucose was 250 mg/dl. He was advised to discontinue use and revert to a back-up plan. Nothing further was reported.